Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that, a patient with fuch's dystrophy and epithelial basement membrane dystrophy (ebmd) had worsen fuch's dystrophy and ebmd following intraocular lens implant procedure. The patient had also got hyperopic surprise, significant halo and starburst after the iol implantation. Additional information was requested.